Event description:
Defibrillator shocks were administered to a pt during an open heart surgical procedure using internal defibrillation electrodes. When the first and second shocks were administered the pt's legs moved allegedly in reaction to the shock. The attending physician requested and used another lifepak 8 defibrillator with the same internal defibrillation electrodes but in a different position on the heart. When a shock was administered the pt's upper chest moved allegedly in response to the shock. Following the procedure the pt experienced some skeletal muscle damage allegedly caused by the defibrillator shocks.